Manufacturer narrative:
Analysis was performed by remote service personnel which included communication and remote troubleshooting with the customer. The results of the analysis confirmed that the speaker connector of the alarm was not connected to the monitor. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was the speaker was disconnected from the monitor. The issue was resolved by reconnecting the speaker to the monitoring control panel and the product is back in service. Based on the information available and results of additional analysis, no further action is necessary at this time. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
Philips received a complaint on a patient information center ix indicating that the alarms cannot be heard from the central monitor. The device was in use on a patient at time of event; there was no adverse event reported.